Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer found that the device would not power on.: there was no patient involvement.